Manufacturer narrative:
Submit date: 21-apr-2017 as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the reported issue. The unit was tested and recertified per procedure. The unit operates properly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit failed flow test (9.64ml).